Event description:
Tip broke off the screwdrivers. This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The measurable dimensions of the screwdrivers were checked and found to be in compliance with the technical drawings and specification. The broken tips were not sent back for investigation. The examination of the manufacturing papers of the article 314.270 showed no deviation to the specification. As the lot number of the article 314.120 is unknown an examination of the manufacturing documents was not possible. This screw driver has no ce marking and is over 10 years old. The fracture face of both devices is homogenous, which indicates material conformity and has the typical view of a forced rupture. No product fault could be detected. With one screwdriver it is visible that the tip was extremely twisted anticlockwise before it broke. This is a clear indication that a mechanical overload may have occurred during the removal of a possibly blocked screw caused the breakage. The complaint has been determined to be invalid.